Manufacturer narrative:
Sc-2317-70, sn: (B)(4). Device passed visual inspection.

Event description:
A report was received was received that during a procedure the patient was coded on the table. The procedure was aborted.